Event description:
Procedure performed was a robotic assisted radical cystectomy with ileal loop urinary diversion using the endowrist one vessel sealer. Four days after surgery, the pt began draining feculent material from his jp drain. Following diagnostic testing, pt was returned to surgery and a total colostomy was required due to a suspected thermal rectal injury. The pt succumbed to progressive multi-system organ failure on (B)(6) 2013.